Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a broken screen consistent with a fracture of the touchscreen, and the user confirmed blood glucose levels were not affected; a replacement device was shipped and instructions were provided for shutdown, return, and data startup on the replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this device revealed a stress-related physical damage to the touchscreen consistent with a fracture, and the cause was traced to user-related factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related.